Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 20 days after the dental implant was installed in intraoral regions # 19, it was verified its non-osseointegration. The 45 ncm of primary stability was achieved and immediate load was not performed.